Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a hals colectomy procedure the seal broke. Or. Staff opened another to complete surgery. No patient consequences reported. Devices were discarded.